Event description:
Olympus endobronchial ultrasound scope repeatedly intermittently cultures positive for enterobacter cloacae after high level disinfection. Olympus scope purchased in 2009, repair at manufacturer in 2015 and 2015. Facility began culturing scopes weekly in (B)(6) 2016, after first negative culture, multiple positive cultures for enterobacter cloacae from reprocessed scope. Repaired at manufacturer 03/14/2015. After return to facility, continued to test positive after hld. Reprocessing in medivator assessed by the joint commission and facility and thought to be adequate. The scope was evaluated by 3rd party vendor scope service company and "found to operate properly." More positive cultures after this service even after hld. Scope returned to manufacturer. This suggests that the scope has internal defect that is unapparent to manufacturer and to 3rd party vendor cope service company that allows bacterial contamination to persist despite adequate high level disinfection practices. This problem may occur in other ebus scopes but since culturing these scopes is not routinely performed, in fact it appears that culturing these scopes is quite rare, bacterial contamination may exist without knowledge of the users.